Event description:
The investigation of the device revealed a finding of frayed and exposed wires on the power supply of the device. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system power supply was received for evaluation. External visual inspection of returned material revealed exposed frayed wires on the power supply of the device. No additional physical damage was observed. The backplate of the device was removed and a standard power supply was connected. The unit was powered on with no issues observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified.